Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the cable assembly was found to be broken at the snake wrist location. The broken cable segments were in various lengths. The instrument's motion was no longer intuitive due to cable breakage. Instrument blade was not exposed out of garage. Vessel sealer blade and cable were brought out of the garage by manual removal and were still intact. The blade was not bent and the cable was still straight. Light bio debris was found at the grip assembly. Additional observation not reported by the customer was snake wrist dislodged. The snake wrist was found to be dislodged but no missing pieces were found. The instrument was placed on the da vinci robot system and recognize as expired. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and snake wrist dislodged found during the failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted a protruding wire from the vessel sealer instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome or injury was reported.